Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc considered that there was possibility that the reported phenomena occurred by a temporary malfunction of the internal circuit board. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomena (error e116 and no image) were not duplicated, and also found that the subject device gave the error e117 which indicated the subject device had malfunction due to the failure of the printed circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during incoming inspection of the returned subject device in combination with the light source clv-400, it was found that the subject device gave the error e116 which indicated the subject device malfunctioned, and that the endoscopic image of the subject device was not display on the monitor. The user replaced the subject device to another similar device to complete the procedure without more than fifteen minutes extension. There was no report of patient injury associated with this event.